Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent cartridge alarms (alarm 06) occurred. Reportedly, the customer was unable to clear the alarms. Customer's blood glucose level was not impacted. Reportedly, the customer reverted to alternate therapy for insulin therapy.